Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our field service engineer. The air gas module was replaced and returned for investigation. The received logs confirmed the reported flow transducer test failure during pre-use check at date of the vent. The reported failure was reproduced during simulated use test of the returned air gas module. The failure was caused by a defective printed circuit board inside the gas module. The failure of the printed circuit board inside the gas module leads to an inaccurate gas flow regulation which will be detected during pre-use check, alarms will be activated if the failure occurs during ventilation. The root cause for the defective printed circuit board could not be determined.